Manufacturer narrative:
A complete lead was returned for analysis. Inner and outer insulation damage was noted at 24.4cm to 24.9cm from the connector pin consistent with clavicle crush damage. The fillars of outer coil were fractured. This is consistent with the observation from the field of high pacing threshold ¿decrease in sensing¿ lead impedance anomaly and clavicle crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the atrial lead and right ventricular lead exhibited high threshold, decrease in sensing and impedance changes. Clavicular crush was noted which was confirmed upon x ray. Both the leads were explanted and replaced on (B)(6) 2018. The patient was in a stable condition.